Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level range from 199 mg/dl, 325 mg/dl, 535 mg/dl, 395 mg/dl, and 401 mg/dl. The customer had symptoms of nausea. The customer did treat for the high blood glucose level with the insulin pump. The customer¿s current blood glucose level was 490 mg/dl. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The customer confirmed the blood glucose level was 443 mg/dl and had changed the infusion set. The insulin pump will not be returned for analysis.